Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported burning component smell coming from the fan when turned on. However, the device failed to start up, due to a defective power supply. Analysis also noted the upper case was broken. Due to the age of the device, replacement parts are no longer available, so the programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a burning component smell coming from the fan when turned on. The programmer was returned for service. No patient complications have been reported as a result of this event.